Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown vanguard articular surface unknown vanguard tibial tray unknown vanguard femoral component g2: event occurred in australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the patient was revised due to loosening of the patella, and disassociation of the articular surface from the tibial tray. Patient was experiencing instability as a result of these malfunctions. The patella and articular surface were replaced; tibial plate remained implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6. D4: attempts have been made to gather all product identification information, and no further information has been provided. The reported event was unable to be confirmed. No devices returned or images provided; visual and dimensional evaluations could not be made. Medical records were not provided. Review of the device history records could not be performed as product identification was not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.